Event description:
It was reported that the spike of a clearlink system secondary medication set was cracked. This was observed upon removal from the packaging prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address:(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed and a crack was observed on the spike. A functional testing was preformed which revealed a leak at the crack location. The reported condition was verified. The cause of the condition was manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.